Manufacturer narrative:
Manufactures investigation conclusion: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The system controller event log file contains data from (B)(6) 2019 at 15:13 through (B)(6) 2019 at 07:54. On (B)(6) 2019 at 15:51:09, the rsoc dropped from the expected ~12v down to ~8.1 then to ~5.8v and eventually ~0.01v in approximately 5 seconds activating the no external power alarm. The no external power alarm appeared to be caused by a loss of ac power while the controller was connected to the mpu. Low power hazard alarms were also captured. The system operated on the backup battery (ebb) until support from the mpu was reinitiated at 15:51:15. No additional atypical alarms were captured for the remainder of the file. The pump speed did not drop below the low speed limit for the duration of the file, including the no external power events. The system controller periodic log file, lvad event file, and lvad periodic file were also reviewed and no additional atypical events or trends in pump parameters were captured. Additional information was requested from the account, including a request for the mpu serial number; however, no further details were provided. The mobile power unit was not returned for analysis and remains in use. The hm3 patient handbook explains how to use the mobile power unit and how to connect the power cord. This document warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. This handbook and the hm3 lvas IFU explain all alarms and the proper actions to take if the alarms cannot be resolved. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided there for UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted revealed a no external power event while the device was connected to the mobile power unit (mpu) on (B)(6) 2019 at 3:51pm. The brief event resolved once external batteries were reconnected. No other abnormal alarms or events were recorded. It cannot be discerned if the mpu power cord came loose from the connection with the mpu or from the wall. No further information was provided.